Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer went to the emergency room and was subsequently hospitalized with a "high" blood glucose level, specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, (B)(6) 2024 with the issue resolved and no permanent damage. A system check was performed by tandem technical support and no issues were identified. Customer continued to use pump for insulin therapy.